Event description:
It was reported that the patient presented in the operating room for a system implantation. The left ventricular lead exhibited high impedance and high capture. The lead was not implanted and replaced. No further information was available.

Manufacturer narrative:
(B)(4).